Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5+. Two triclip xtw clips were deployed on the tricuspid valve, reducing tr to a grade of 1+. The clip was noted to be stable on the leaflets. It was noted that the patient looked good with good tr reduction. However, a few hours after the procedure, while in recovery, the patient¿s systolic blood pressure dropped from 130 to 40. The patient was then transferred to the intensive care unit (ICU). On (B)(6) 2025, the patient died. In the physician's opinion, the triclip did not cause or contribute to the patient's death. One week prior to the triclip procedure, the patient had a pleural effusion, ascites, and had been hospitalized. The patient undergoing anesthesia likely contributed to the patient death. It was stated that the cause of death per attending intensivist: myxedema coma, adrenal insufficiency, acute blood loss anemia, disseminated intravascular coagulation (dic), acute respiratory distress syndrome (ards), acute pulmonary edema, non traumatic acute kidney injury (aki) from acute tubular necrosis (atn), lactic acidosis, hypoglycmia on a background of chronic diastolic heart failure, chronic kidney disease (ckd) IV, cirrhosis, and chronic obstructive pulmonary disease (copd).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported heart failure and hypotension. Heart failure/congestive heart failure, death, and hypotension are listed in the instructions for use is a known possible complication associated with triclip procedures. The reported death appears to be related to patient/procedure conditions. The reported hospitalization was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.